Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 330mg/dl at its highest. Infusion set site changes were performed and correction boluses via the pump were delivered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion and alleged there was an underlying issue with their pump. The customer was to discuss the occlusion alarms with their healthcare provider.